Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: moderate central regurgitation observed. Paravalvular leak observed. Severe calcification is present around the valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through provided imagery evaluation and medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, ''approximately 7 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, pvl and central leak were noted. The patient's health is declining. The team decided to proceed with valve in valve procedure''. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per imaging evaluation, severe calcifications were observed around the implanted valve. In this case, it is possible that the changing of morphological or cardiac remodeling in the native aortic valve, leading to the paravalvular leak. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 7 years and 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, pvl and central leak were noted. The patient's health is declining. The team decided to proceed with valve in valve procedure. The patient symptoms include chf exacerbation and soa and retaining fluid.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.